Event description:
It was reported that an asymptomatic patient presented to clinic for a routine pacemaker check. The device was unable to be interrogated. No intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.